Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. Inspection of the unit indicated the data cable from the electronic module to the pneumatic module was disconnected. The cable was reconnected, resolving the reported complaint.

Event description:
The hospital reported the unit is displaying a service notice alarm. There was no report of patient involvement.